Manufacturer narrative:
Possible root causes of suspected false negative results discovered through (B)(6) website review are following. Complainant might misinterpret test results. Complainant might not follow the instructions for use (IFU). Inadequate sample collection. Interpreting results before 10 minutes. Not performing test immediately after opening the test device in the pouch. Potential contact with foreign substances and household cleaning products during sample collection and testing. Operating test outside of storage conditions. Excessive buffer application to sample well of test device. Complainant might not use the test in accordance with its intended use. Testing outside of first 7 days of symptom onset. Taking high doses of biotin (> 10 mg per day). 13% of false negative results are expected based on performance characteristics claimed for this test (87% ppa). Tests might be exposed to extreme environmental conditions during storage. Pcr test that complainant performed at a lab might yield false positive result. Complainant might have a covid-19 infection after carestart tests. In order to identify the true root cause of this allegation, access bio needs to further communicate with the complainant to rule out above potential root causes, but this would be difficult due to given limited information available and inability of access bio to investigate facts and circumstances.

Event description:
Complainant left a review on (B)(6) website concerning potential false negative result of carestart covid-19 antigen home test. The comment was "4 of 4 tests were negative but pcr confirmed covid". No adverse patient effects were reported.